Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. Information received reported the patient's previous pump "shut off on him". The date of the issue was requested, and the patient answered that it was when he got kicked by a cow "on top of where the pump was". The patient stated they saw their healthcare professional (hcp) and that the issue occurred when "the battery on the pump was supposed to be replaced". No further information was provided.